Manufacturer narrative:
The unit was received for investigation on july 22, 2025. The unit was brought in with a complaint of a burning smell, which was confirmed upon inspection. The motherboard (j13 & j1b) and the power inputwere found to be burnt. The motherboard damage was caused by an overcurrent and low voltage event, which subsequently led to the burning of the power input. Additionally, the unit's housing was observed to be dirty and cracked, likely resulting from rough cleaning and signs of user abuse.the patient received a replacement unit.

Event description:
On (B)(6) 2025 the patient called inogen to report that smoke was coming out of the their g4 device. Patient stated they tried to charge it again but burning smell kept coming out of the device. There was no patient harm or injury reported. This report is being submitted due to the nature of the patient claiming the device charging port was scorched.